Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited low impedance. The lead was capped and replaced during a device change out procedure. The patient was in stable condition prior, during, and post operation.